Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received three inappropriate shocks due to t wave oversensing. Technical services (ts) was consulted, discussed wide qrs and it appeared to be t wave oversensing. During clinic review the rate was elevated however there was no t wave oversensing in any vector. Technical services (ts) discussed possible reprogramming options and recommended further monitor to analyze normal sinus rhythm to tachy transition counters. This s-ICD system remains in service. No adverse patient effects were reported.